Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. During advancement of the 2.25x8 mm xience xpedition stent delivery system (sds) over the non-abbott guide wire, resistance was felt as the guide wire felt tacky. During removal of the sds from the guide wire in order to wipe down the wire, the distal end of the shaft stretched, including the balloon, causing the balloon with the stent implant still on it to separate. A new 2.25x8 mm xience xpedition and a 2.25x12 mm xience xpedition were used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched and separated shaft were able to be confirmed. The difficult to position with the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.